Event description:
The machine is a radiation device used to radiate doses for pts with cancer. The machine dose counters stopped short of the programmed dose. The backup verifier indicated the correct program dose. During testing, counter display sometimes paused although dose was still being delivered. Testing indicated that the correct dose was delivered and the problem was the display only. Without a verifier, the incorrect dose will be recorded from the display.